Event description:
It was reported by the customer that a pyxis medstation es system encountered a problem where the c drive was entirely filled. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the c drive of the station was completely occupied. A field service engineer discovered that there were 100,000 files that were locked. Afterward, the engineer deleted 13,000 files, which resulted in the recovery of 6 gigabytes of storage space. The system functioned as intended after the field service engineer troubleshooted the device.